Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(6)-2014: in this case the pt developed gram positive bacteria in knee liquid arthrocentesis after treatment with synvisc one. Although the role of drug cannot be excluded for the occurrence of the event; however lack of detailed info regarding the concomitant drugs or past medical drugs precludes a comprehensive assessment of the case.

Event description:
This unsolicited device case was received from (B)(6) on (B)(6)-2014 from a physician (rheumatologist) via sales rep. This case concerns a 94 year old male pt who was presented with gram positive bacteria in knee liquid arthrocentesis, severe left knee pain and sever left knee inflammation after receiving treatment with synvisc-one injection and pt also complained of impossibility to walk. The pt's medical history was significant for osteoarthritis with several year of evolution, previously treated with several unspecified drugs. The concurrent condition included cardiac arrhythmia (with several years of evolution, in treatment with several unspecified drugs); anemia, renal failure and high hepatic enzymes (with 02 years of evolution since 2012, in treatment with several unspecified drugs) and alzheimer's disease in treatment with oral unspecified drug. The past drugs allergies and concomitant medications were not reported. On (B)(6)-2014, the pt received treatment with intra-articular synvisc-one injection, at a dose of 6 ml, once (batch/lot number and expiration date unk) in the left knee for osteoarthritis. On (B)(6)-2014 (01 day after receiving treatment with synvisc-one), the pt presented with severe left knee pain and inflammation which caused impossibility to walk. On (B)(6)-2014, the pt visited another rheumatologist and knee arthrocentesis was performed (unk amount of fluid aspirated), which showed normal results. On (B)(6)-2014 (05 day after receiving treatment with synvisc-one), the pt again visited rheumatologist as the events were persisted. The physician performed a joint lavage and another knee arthrocentesis which showed gram positive bacteria in knee fluid arthrocentesis; therefore from (B)(6)-2014, the pt was hospitalized. Corrected treatment: left knee pain and left knee inflammation: joint lavage and knee arthrocentesis for two times; not reported for rest of the events. Outcome: left knee pain and left knee inflammation: not yet recovered. Impossibility to walk and gram positive bacteria in knee liquid arthrocentesis: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and conclusion was pending for the same. Seriousness assessment: left knee pain and left knee inflammation: serious (persistent and significant disability/incapacity and required intervention). Gram positive bacteria in knee liquid arthrocentesis: serious (inpatient/prolonged hospitalization). No further info was provided.